Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. An angiogram photograph was submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 14f manta was deployed for closure in the left femoral artery. Arteriotomy was 6.7mm, medial calcification, manta deployment depth measured 4 + 1. High bifurcations were noted to both groin areas, inguinal ligament positioned abnormally low, and act was 257. Deployment went smoothly and hemostasis was immediate. An angiogram was unable to be performed, however, an ultrasound determined no occlusions present and pulses cleared, no indication of active bleeding or swelling present. Four hours post, the patient returned to the or for a retroperitoneal bleed. An undisclosed amount of blood units was transfused. The physician opened the previous right side cut down site expecting the bleed was coming from there. Upon opening the cut down site, no bleeding was present. A sheath was placed in the artery to shoot an angiogram with a pigtail catheter. The angio showed the left femoral artery 14f manta site oozing from the placement site. A cut down revealed the 14f manta was being kept open by the inguinal ligament. Due to the abnormally low positioning of the inguinal ligament, this is likely the root cause of retroperitoneal bleed. The manta device was explanted, and the artery was repaired. The IFU specifically warns: do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The following potential adverse events related to the deployment of vascular closure devices have also been identified: retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Precautions: the manta device should only be used by a licensed physician or healthcare provider trained in the use of this device. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician did the manta deployment to the left side. He was assisting second physician in the evar case. On the left groin access was obtained with micro-puncture under ultrasound and sheath angiogram was also performed. Access was good. Vessel size was 6.7mm to left groin. Also, high bifurcation with medial calcification. Depth of 4+1=5. 12fr sheath was used. Act 257. After procedure manta 14fr was deployed and was a good deployment. Ultrasound was used to determine if there was any occlusion and there was not, and pulses were checked since we were unable to do angiogram. There were no signs of active bleeding at site or swelling at site. 4hrs later pt. Returned to cardiovascular operating room for retroperitoneal bleed. Blood was being given. Physician opened the previous cutdown site that was down to the rt. Groin thinking there was bleeding there. When it was opened it showed there was no bleeding to site. Physician then placed a sheath in artery to shoot an angiogram with pigtail catheter. When the angiogram was done, it showed the left groin 14fr manta site had an ooze from manta placement site. Physician then did a cutdown to left side and found that the manta was being kept opened by inguinal ligament. Physician stated the ligament was abnormally low, however, was the cause of the manta fail. Manta was removed and artery was repaired. There were not issues with sheaths entering or exiting pt. During both manta deployments hemostasis was immediate. No pressure had to be held. Followed up with physician the following day and stated pt. Was doing well. No more problems. Associated to MDR 2134812-2021-00017 manta.